Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report pipeline flex failure to open during a procedure. The patient was undergoing flow diversion of a cavernous aneurysm measuring approximately 6mm. The devices were prepare and used per the instructions for use (IFU). During the procedure, the patient was prepped with a shuttle and a guide catheter. Two catheter were run in parallel through the guide catheter. A coil was advanced through one catheter and deployed in the aneurysm, but not detached. Next, a pipeline flex was advanced through the other catheter distal to the aneurysm. It was reported that at deployment of the pipeline flex, the device jumped forward and the middle section did not open. The catheter and pipeline flex were removed together. The procedure was completed using a new catheter and pipeline device. No patient injury was reported.